Event description:
It was reported that the instrument was broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the inferior shaft is broken off at the centerline of the jaw pivot pin forward; the pin and broken off portion of the shaft were not returned for analysis. Optical examination of the fracture surface reveals a fairly brittle fracture with no indication of torsion or fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.